Event description:
It was reported that the pt experienced discomfort at the ipg pocket site due to the size of the ipg. The ipg was explanted and replaced, and the ipg pocket site was moved to an alternate site. The explant date is undetermined at this time. The explanted ipg will not be returned to the manufacturer for analysis. No further information is available.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.